Event description:
Related manufacturer reference number:2017865-2025-16869. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was heart failure, diabetes and femur fracture. No additional information was reported.

Manufacturer narrative:
The device was returned due to patient death. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal. No anomalies were found.

Manufacturer narrative:
D6a should be 10 nov 2022 rather than blank.